Event description:
It was reported that during a ptca treatment procedure involving an in-stent restenosis, the nc monorail balloon ruptured at 18 atm's during the first inflation within the in-stent lesion. The balloon was being used with an encore inflation device. No pt injuries or complications were reported. Pt status was reported as 'okay'. No other info is available at this time.